Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted on a coronary artery bypass graft (CABG) patient off cardiopulmonary bypass (cpb), low cardiac output syndrome (lcos). Seldinger technique, confirmed the position by tee (transesophageal echocardiography), then give mode EKG (electrocardiogram) trigger mode (give heparin before iabp 15-20 cc) ratio 1: 2. After 10 minutes of therapy, the a-line wave disappeared. During these 10 minutes, the blood pressure was 170 - 180 mmhg, pressure bag was 300 mmhg. The user then flushed the heparin and tried to aspirate the blood, but was not successful. The balloon was then replaced.

Manufacturer narrative:
Additional information: section b - describe event or problem. From: it was reported that the intra-aortic balloon (iab) was inserted on a coronary artery bypass graft (CABG) patient off cardiopulmonary bypass (cpb), low cardiac output syndrome (lcos). Seldinger technique, confirmed the position by tee (transesophageal echocardiography), then give mode EKG (electrocardiogram) trigger mode (give heparin before iabp 15-20 cc) ratio 1: 2. After 10 minutes of therapy, the a-line wave disappeared. During these 10 minutes, the blood pressure was 170 - 180 mmhg, pressure bag was 300 mmhg. The user then flushed the heparin and tried to aspirate the blood, but was not successful. The balloon was then replaced. To: it was reported that the intra-aortic balloon (iab) was inserted on a coronary artery bypass graft (CABG) patient off cardiopulmonary bypass (cpb), low cardiac output syndrome (lcos). Seldinger technique, confirmed the position by tee (transesophageal echocardiography), then give mode EKG (electrocardiogram) trigger mode (give heparin before iabp 15-20 cc) ratio 1: 2. After 10 minutes of therapy, the a-line wave disappeared. During these 10 minutes, the blood pressure was 170 - 180 mmhg, pressure bag was 300 mmhg. The user then flushed the heparin and tried to aspirate the blood, but was not successful. The balloon was then replaced. There was a reported rise in blood pressure for the patient. Section d - serial number from: unknown to: (B)(6). Section h - evaluation method codes. Added: analysis of data provided by user/third party; 4112. Added: historical data analysis; 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4). H3 other text : device not returned.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted on a coronary artery bypass graft (CABG) patient off cardiopulmonary bypass (cpb), low cardiac output syndrome (lcos). Seldinger technique, confirmed the position by tee (transesophageal echocardiography), then give mode EKG (electrocardiogram) trigger mode (give heparin before iabp 15-20 cc) ratio 1: 2. After 10 minutes of therapy, the a-line wave disappeared. During these 10 minutes, the blood pressure was 170 - 180 mmhg, pressure bag was 300 mmhg. The user then flushed the heparin and tried to aspirate the blood, but was not successful. The balloon was then replaced. There was a reported rise in blood pressure for the patient.